Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: the returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.